Manufacturer narrative:
The pump failed the displacement test. The pump had a motor position encoder error alarm in the alarm history screen, and gave a motor error and motion sensor test failure alarm during the rewind due to an out of phase motor encoder signal. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motion sensor test failure. Customer's blood glucose at time of incident was 244 mg/dl. The customer failed the displacement test. The customer was advised the pump will need to be replaced. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 244mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer report motor position encoder error alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates.